Manufacturer narrative:
Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was not able to be completed as information regarding this device remains unknown. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "valve-in-valve implantation of medtronic corevalve prosthesis in patients with failing bioprosthetic aortic valves" authors axel linke et al, the following events were learnt as pertaining to edwards devices: 6 patients with 6 edwards devices in the aortic position underwent re-do surgery for valve in valve replacements after an unknown implant duration. Per the article, the time between conventional aortic valve replacement and valve-in-valve implantation was 67¿ months. All patients received a non-edwards valve in replacement. First patient (# 18) with a 25mm ce baxter valve received a 29 mcv prosthesis due to stenosis [(B)(4)]. The article was aimed to evaluate safety and feasibility as well as short- and longer-term changes in hemodynamics after mcv implantation in older patients with failed aortic valve bioprosthesis, who were considered to have a higher risk for conventional aortic valve redo surgery by the local heart team consisting of at least a cardiologist and a cardiac surgeon.